Event description:
On 8/25/95 co learned from the hosp that after seven days of operation, the ventilator started making noise and was autocycling and stacking breaths while connected to a pt. Co was also informed by the hosp that the pt suffered a pneumothorax. The hosp further reported that the breath stacking continued when the unit was connected to a test lung. On 8/29/95 co was told by the hosp that the pt expired on 8/28/95 after his family authorized the discontinuation of life support, and the hosp believes the death is unrelated to the incident.